Event description:
Pt had a gore propaten vascular graft implanted in the lower limb and was diagnosed with heparin induced thrombocytopenia (hit). This is all the information that gore is aware of to date. Further investigation is pending.